Manufacturer narrative:
Should any additional information be received by the customer then an additional report will be submitted. (B)(4). The customer reported that the suspect component is unavailable for evaluation by carefusion at this time.

Event description:
The customer reported that their avea ventilator stopped cycling. The customer stated that the ventilator unit was being used on a patient at the time of this reported issue. Alternate ventilation was provided by switching out the suspect ventilator with a known good ventilator. After being taken off of the patient, the events error log was viewed and there were multiple fault messages noted that indicated a likely malfunction within the gde (gas delivered engine). The customer attempted to duplicate the event of the ventilator ceasing cycle, but they were unable to duplicate the event. The customer also stated that there was no patient injury or harm associated with this reported event.